Event description:
A report was received that the patient was experiencing pain at the pocket site. Lidocaine cream was applied over the site which provided temporary relief. The patient underwent a pocket revision due to the shallowness of the ipg wherein the pocket site was made deeper. The patient was doing well after the procedure.